Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display screen was blank. The original complaint could not be fully investigated due to this. Evidence of moisture was observed behind the display lens. The pump failed a leak test at the display lens. The pump case was opened and evidence of moisture contamination was found throughout the inside of the pump; on the display flex cable and on the connector. Unrelated to the complaint, a visual inspection of the pump showed that the battery compartment was cracked. The audio bolus button cover had a hole in it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a dim/fading/color spectrum display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.